Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged bleeding event is related to the activ.a.c.¿ therapy system. A device evaluation of the activ.a.c.¿ therapy system is pending return of the device. Device labeling, available in print and online, states: contraindications do not place foam dressings of the v.a.c.® therapy system directly in contact with exposed blood vessels, anastomotic sites, organs, or nerves. Warnings: bleeding: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal: patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts) / organ infection. Trauma. Radiation. Patients without adequate wound hemostasis. Patients who have been administered anticoagulants or platelet aggregation inhibitors. Patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy.

Event description:
On (B)(6) 2022, the following information was provided to kci by the patient: the patient's wound was allegedly bleeding excessively, and the activ.a.c.¿ therapy system was removed. On (B)(6) 2022, the following information was provided to kci by the home health representative: the patient was allegedly admitted to the hospital on (B)(6) 2022. On (B)(6) 2022, the following information was provided to kci by the nurse: the patient allegedly had surgery on (B)(6) 2022. No additional information was provided. A device evaluation of the activ.a.c.¿ therapy system is pending return of the device.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged bleeding event is related to activ.a.c.¿ therapy system. The device passed quality control checks before patient placement, and no failures were found with the device related to this event after placement.

Event description:
On 29-aug-2022, a device evaluation was completed by kci quality engineering. On 26-aug-2022, the device was tested per quality control procedure by kci quality engineering, and no failures were found with the device related to this event after placement.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged bleeding event is related to activ.a.c.¿ therapy system. The device passed quality control checks before patient placement, and a device evaluation after placement could not be performed.

Event description:
On 14-feb-2022, the device was tested per quality control procedure by the kci service center, and the device passed and met specifications. On (B)(6) 2022, the device was placed with the patient. Multiple unsuccessful attempts have been made to retrieve the device, therefore, a device evaluation could not be performed.